Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The suspected peritonitis was manifested by cloudy effluent. The cause of the suspected peritonitis was not reported. On unreported date(s) "from the last ten days", the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the suspected peritonitis was clarified to be peritonitis, which was manifested by capd fluid ¿coming cloudy¿. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotic therapy for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and antibiotic treatment was completed. Should additional relevant information become available, a supplemental report will be submitted.